Event description:
Initial result for a pt digoxin was 0.5 ng/ml. When repeated, the result was 1.7 ng/ml. The incorrect results were not used to guide therapy. The field service rep found the sample probe was loose and had the operator replace the seal, and tighten the probe to repair the instrument.